Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was oversensing of noise on both the right atrial (ra) and right ventricular (rv) channels. The patient is ra dependent and there was pacing inhibition with asystole on the atrial channel. The patient has good a to v conduction so no pacing required in the rv. All other lead diagnostics were noted to be stable. Boston scientific technical services (ts) discussed potential reasons for the noise and programming options including raising sensitivities to help reduce the atrial ovesensing. Ts recommended a chest x-ray or revision procedure to determine the root cause of the noise. The field representative noted that he provided ts recommendations to the clinic and was told they would take care of the follow up. He has not heard any further information from the clinic. At this the pacemaker, another manufacturer's ra and another manufacturer's rv lead remain in service and no adverse patient effects were reported.